Event description:
It was reported a patient underwent an dermolipectomy procedure on (B)(6) 2024 and suture was used. The suture burst suture in the needle incision. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. I have no further information. Were there any patient consequences? If yes, please describe. Please provide the name of procedure. Dermolipectomy. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the device is available for product return. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4-expiration date and d4 primary UDI number, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.